Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of loop break. Block h2 (additional information): block b5 has been updated based on the additional information received on november 19, 2024.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure for polyp resection performed on (B)(6) 2024. During the procedure, the device was used to cut through a polyp. When moving to the next polyp, the snare was energized, and the wire snapped and broke. The procedure was completed with another captivator ii-10mm round stiff snare device. There were no patient complications reported as a result of this event. Additional information received on november 19,2024. The anatomy location is colon.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure for polyp resection performed on (B)(6) 2024. During the procedure, the device was used to cut through a polyp. When moving to the next polyp, the snare was energized, and the wire snapped and broke. The procedure was completed with another captivator ii-10mm round stiff snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter alternative number:(B)(6). Block h6: imdrf device code a0401 captures the reportable event of loop break.